Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. It determined that this was due to physiological changes in the patient due to experiencing a viral infection recently and being dehydrated. The measurements went back to normal limits afterwards. Further monitoring of the patient was discussed. This device remains in service. No adverse patient effects were reported.